Event description:
It was reported that when using the bd pyxis¿ medstation¿ es some of the keys were not responding in the keyboard. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that some keys on the keyboard were not responding. A field service engineer reseated the keyboard connections, and the station was power cycled to address the issue. After performing these steps, access was verified to confirm that the keyboard was functioning properly, and the issue had been resolved. The system functioned as intended after the field service engineer repaired the device.